Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high impedance measurements. This rv lead was abandoned surgically and capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.